Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the swivel rotated 360 degrees and the function for hand control speed failed. It was determined that the swivel rotated 360 degrees due to excessive force used to rotate the motor, which broke the roll pin in the swivel. It was determined that the hand control speed failed due to a worn and damaged flex circuit. The assignable root cause for component damage was misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection, it was observed that the motor device was running on its own without being triggered. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, adverse events or prolonged hospitalization. The exact date of event was unknown but was reported to have occurred in (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.